Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received several pump error alarms while attempting to give herself a bolus. Her blood glucose was 151 mg/dl at the time of the incident. The customer said that, while at work, she realized that the battery was out and once she changed the battery, it said that she had gone through three battery changes. The battery indicator was red and requested for her to change the infusion set. She said that once she did, the notification disappeared. She put in another battery afterwards and everything seemed okay. During troubleshooting, she said that the alarm did not occur during the rewind process. The customer was advised to check her pump settings for accuracy and to remain disconnected. She was advised to program a normal bolus in the air to determine if the delivery is successful and she said the bolus amount was not recorded in the daily history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump monitored and no pump error 4 alarm or pump error 15 alarm was noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.